Event description:
Healthcare Professional reported through Regulatory Agency "intracapsular rupture" and "Periprosthetic capsule: Stage 1". This record is for the left side. Device was explanted. Device discarded.

Manufacturer narrative:
Continued E1. Phone: (b)(6).Continued E1. Fax: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.